Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had cervical fusion on (B)(6) 2016. Since that time, the patient has been unable to establish communication between the ipg and programmer. The ipg was confirmed inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2017, at which the ipg was explanted and replaced. Reportedly, the patient has effective therapy following the procedure and the issue is resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(4) 2017.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress.